Manufacturer narrative:
One device was returned for evaluation. The device was visually inspected and simulated use testing was performed. A crack was observed in the manifold. The complaint is confirmed. The root cause is unknown. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Manufacturer narrative:
The reported defective device has not yet returned for investigation. The complaint database was reviewed and no similar complaints for this lot number were found. A follow up report will be submitted when the device has been returned and a full investigation has been completed.on (B)(6) 2016 we became aware that this report was submitted within the required 30 day time window through the test server. Reference acknowledgement on (B)(6) 2016 with core ID: (B)(4).

Event description:
The end user reported a crack in the female part of the manifold, causing the syringe to not screw on. The account stated concern regarding the risk of air aspiration. The device was not used on a patient.